Manufacturer narrative:
Product code: qan.

Event description:
A patient of undisclosed gender and age underwent an undisclosed procedure in which the zilver vena venous self-expanding stent, g57449, was used. The stent was deployed in a tight lesion. When deployed the stent stretched to 200 cm from a 160cm length. When it deployed it went into the tissue tract of the patient. The patient was transferred from the facility to the hospital with an emergent procedure. Patient outcome: did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details.